Manufacturer narrative:
A specific root cause could not be identified. No instrument malfunction could be detected. Based upon information provided, the customer does not follow the sample handling guidelines of the tube manufacturer. The customer centrifuges samples for 5 minutes. This is too short for the type of sample tube they use. This may result in small clots and can lead to erroneous results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in canada.

Event description:
The user received a questionable ion selective electrode (ise) potassium result for one patient sample. The initial result was 6.0 mmol/l and the repeat result was 6.0 mmol/l. This result was reported outside the laboratory. Later the same day another sample from the same patient was drawn and the result was 3.5 mmol/l. The user repeated testing on the first sample and the result was 3.9 mmol/l twice. The reported result was corrected to 3.9 mmol/l. No adverse effects were alleged regarding the issue. The lot number of the potassium electrode was not provided.